Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Per investigation results, the anchor was broken. Based on this, the anchor broke during the procedure. The broken piece was not left in patient.

Manufacturer narrative:
Alleged failure: nanotack anchor was inserted and deployed as usual, when pulling the inserter off the anchor, it would not release. Had to pull the entire anchor out with inserter. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is loctite migration. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Per investigation results, the anchor was broken. Based on this, the anchor broke during the procedure. The broken piece was not left in patient.